Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the patient line separated from the cartridge due to a cartridge adhesive failure. Customer's blood glucose level was 263 mg/dl. Reportedly, a new cartridge was loaded to address the issue.